Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic during follow up and post-paced t-wave oversensing was observed. The patient did not receive therapy due to oversensing. The issue was resolved.